Event description:
A paramedic supervisor from the county ems was instructing a class of first responders at the facility. The instructor applied electrodes to himself, powered up the device and pushed the "analyze" button. According to the reporter, the device started charging while connected to the instructor. No adverse affects were reported as a result of the alleged malfunction.